Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Store called stating that when a consumer was using the brush head it snapped. No injury was reported. Follow-up: consumer called stating the brush head came out loose in her mouth. No injury was reported.